Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') and ovarian rupture ('ovaries rupturing') in an adult female patient who had essure (batch no. 789032,789043-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo this test". The patient's medical history included grand multiparity. Concurrent conditions included chest pain, ovarian cyst and menstruation irregular. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian rupture (seriousness criterion medically significant), abdominal pain ("pain: abdominal"), back pain ("pain: back"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), peripheral swelling ("swelling of both feet"), arthralgia ("knee pain"), joint swelling ("knee swelling"), weight fluctuation ("weight fluctuations"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagiag)") and depression ("psychological or psychiatric problems- condition: depression") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, ovarian rupture, abdominal pain, back pain, dysmenorrhoea, menorrhagia, migraine, fatigue, weight increased, weight decreased, vaginal discharge, peripheral swelling, arthralgia, joint swelling, weight fluctuation, vaginal haemorrhage and depression outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, depression, dysmenorrhoea, fatigue, joint swelling, menorrhagia, migraine, ovarian rupture, pelvic pain, peripheral swelling, vaginal discharge, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: she had taken treatment for all the aforementioned events. Discrepancy noted for essure insertion date:- (B)(6) 2011 and (B)(6) 2011 diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: linear metallic densities are noted in the expected distribution of the fallopian tubes, likely contraceptive device. Small fluid in pelvis. Small right ovarian cyst. Diagnosis: pelvic pain; ovarian cyst. Naprosyn prescribed. Lot number 789043 is not valid. Lot number: 789032 manufacture date: 2010-10 expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') and ovarian rupture ('ovaries rupturing') in an adult female patient who had essure (batch no. 789032,789043-notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo this test". The patient's medical history included grand multiparity. Concurrent conditions included chest pain, ovarian cyst and menstruation irregular. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian rupture (seriousness criterion medically significant), abdominal pain ("pain: abdominal"), back pain ("pain: back"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), peripheral swelling ("swelling of both feet"), arthralgia ("knee pain"), joint swelling ("knee swelling"), weight fluctuation ("weight fluctuations"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagiag)") and depression ("psychological or psychiatric problems- condition: depression") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, ovarian rupture, abdominal pain, back pain, dysmenorrhoea, menorrhagia, migraine, fatigue, weight increased, weight decreased, vaginal discharge, peripheral swelling, arthralgia, joint swelling, weight fluctuation, vaginal haemorrhage and depression outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, depression, dysmenorrhoea, fatigue, joint swelling, menorrhagia, migraine, ovarian rupture, pelvic pain, peripheral swelling, vaginal discharge, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: she had taken treatment for all the aforementioned events. Discrepancy noted for essure insertion date:- (B)(6) 2011 and (B)(6) 2011 . Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: linear metallic densities are noted in the expected distribution of the fallopian tubes, likely contraceptive device. Small fluid in pelvis. Small right ovarian cyst. Diagnosis: pelvic pain; ovarian cyst. Naprosyn prescribed. Most recent follow-up information incorporated above includes: on 18-nov-2019: ¿update of information (batch is notvalid)¿. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') and ovarian rupture ('ovaries rupturing') in an adult female patient who had essure (batch no. 789032,789043-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo this test". The patient's medical history included grand multiparity, darier's disease, loss of energy, restless, dizziness, anemia, ovarian cyst, dehydration and perineal pain. Concurrent conditions included chest pain, ovarian cyst, menstruation irregular, menstruation irregular, sleep disturbance, frequent periods, follicular cyst of ovary, darier's disease and shortness of breath. Concomitant products included acetylsalicylic acid;hydrocodone bitartrate (lortab asa), dextropropoxyphene napsilate;paracetamol (darvocet a500), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian rupture (seriousness criterion medically significant), abdominal pain ("pain: abdominal"), back pain ("pain: back"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), peripheral swelling ("swelling of both feet"), arthralgia ("knee pain"), joint swelling ("knee swelling"), weight fluctuation ("weight fluctuations"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagiag)") and depression ("psychological or psychiatric problems- condition: depression") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, ovarian rupture, back pain, menorrhagia, migraine, fatigue, weight increased, weight decreased, vaginal discharge, peripheral swelling, arthralgia, joint swelling, weight fluctuation, vaginal haemorrhage and depression outcome was unknown and the abdominal pain and dysmenorrhoea had not resolved. The reporter considered abdominal pain, arthralgia, back pain, depression, dysmenorrhoea, fatigue, joint swelling, menorrhagia, migraine, ovarian rupture, pelvic pain, peripheral swelling, vaginal discharge, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: she had taken treatment for all the aforementioned events. Discrepancy noted for essure insertion date:- (B)(6) 2011 and (B)(6) 2011. Lot number 789043 is not valid. Lot number: 789032 manufacture date: 2010-10 expiration date: 2013-10 diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: linear metallic densities are noted in the expected distribution of the fallopian tubes, likely contraceptive device. Small fluid in pelvis. Small right ovarian cyst. Diagnosis: pelvic pain; ovarian cyst. Naprosyn prescribed. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : back pain, abdominal pain concerning the injuries reported in this case, the following ones were confirmed in patient's medical records :pelvic pain, depression, joint pain, migraines, abdominal pain, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Reporter's information added. Event: abdominal pain, dysmenorrhea (cramping) outcome were updated to not recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') and ovarian rupture ('ovaries rupturing') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo this test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian rupture (seriousness criterion medically significant), abdominal pain ("pain: abdominal"), back pain ("pain: back"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), peripheral swelling ("swelling of both feet"), arthralgia ("knee pain"), joint swelling ("knee swelling") and weight fluctuation ("weight fluctuations") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, ovarian rupture, abdominal pain, back pain, dysmenorrhoea, menorrhagia, migraine, fatigue, weight increased, weight decreased, vaginal discharge, peripheral swelling, arthralgia, joint swelling and weight fluctuation outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, fatigue, joint swelling, menorrhagia, migraine, ovarian rupture, pelvic pain, peripheral swelling, vaginal discharge, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: she had taken treatment for all the aforementioned events. Discrepancy noted for essure insertion date: (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received. This case is now incident. Previously reported event ¿injury¿ was coded to more specified events ¿pain: pelvic, pain: abdominal, pain: back, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding, migraine, fatigue, weight loss, ovaries rupturing, vaginal discharge, swelling of both feet, knee pain, knee swelling, weight fluctuations, the plaintiff did not undergo this test were added. Reporter, demographics; essure indication (amended), essure removal date were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') and ovarian rupture ('ovaries rupturing') in an adult female patient who had essure (batch no. 789032, 789043) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo this test". The patient's medical history included grand multiparity. Concurrent conditions included chest pain, ovarian cyst and menstruation irregular. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian rupture (seriousness criterion medically significant), abdominal pain ("pain: abdominal"), back pain ("pain: back"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), peripheral swelling ("swelling of both feet"), arthralgia ("knee pain"), joint swelling ("knee swelling"), weight fluctuation ("weight fluctuations"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagiag)") and depression ("psychological or psychiatric problems- condition: depression") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, ovarian rupture, abdominal pain, back pain, dysmenorrhoea, menorrhagia, migraine, fatigue, weight increased, weight decreased, vaginal discharge, peripheral swelling, arthralgia, joint swelling, weight fluctuation, vaginal haemorrhage and depression outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, depression, dysmenorrhoea, fatigue, joint swelling, menorrhagia, migraine, ovarian rupture, pelvic pain, peripheral swelling, vaginal discharge, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: she had taken treatment for all the aforementioned events. Discrepancy noted for essure insertion date: (B)(6) 2011 and (B)(6) 2011 . Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: linear metallic densities are noted in the expected distribution of the fallopian tubes, likely contraceptive device. Small fluid in pelvis. Small right ovarian cyst. Diagnosis: pelvic pain; ovarian cyst. Naprosyn prescribed. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received - new events abnormal bleeding (vaginal, menorrhagia) and depression were added. Lot number, new reporter, patient race, medical history and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.